Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11. Corrected data: b5, h6 (clinical & impact).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was alarming low helium, and the screen isn't responding. There was no injury reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to duplicate the low helium alarm. Also, the fse stated that due to the touchscreen intermittently working, it was needed to take apart the touch screen bezel to clean it off. In order to fix the low helium alarm, the fse replaced the helium regulator and high pressure transducer. The fse also replaced executive processor board, and the 9v daughter board battery due to age. The unit then passed all calibration, functional and safety tests performed. The unit was returned to customer and cleared for clinical use. This is 3 parts complaint, all parts were tested together and then individually. 1-the following investigation was performed by a technician of the failure analysis and testing department (fat) wayne, nj: the failure analysis and testing department received a pressure regulator, with a complaint of the unit display a low helium alarm. Performed visual inspection of the pressure regulator per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the pressure regulator into the failure analysis and testing department iabp cardiosave test fixture for testing of the reported problem. Performed and tested the pressure regulator in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem, the test was able to trigger the reported complaint of the unit display a low helium alarm. The failure analysis and testing department was able to replicate the failure experienced by the customer and it looks like the pressure regulator has a helium leakage. Retaining the pressure regulator in the failure analysis and testing department. 2-the following investigation was performed by a technician of the failure analysis and testing department (fat) wayne, nj: the failure analysis and testing department received a high pressure transducer, with a complaint of the unit display a low helium alarm. Performed visual inspection of the high pressure transducer per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the high pressure transducer into the failure analysis and testing department iabp cardiosave test fixture for testing of the reported problem. Performed and tested the high pressure transducer in accordance with procedure and the cardiosave service manual, in an attempt to recreate the reported problem, the test was able to trigger the reported complaint of the unit display a low helium alarm. The failure analysis and testing department was able to replicate the failure experienced by the customer and it looks like the high pressure transducer has a helium leakage. Retaining the high pressure transducer in the failure analysis and testing department per procedure. 3-the following investigation was performed by a technician of the failure analysis and testing department (fat) wayne, nj: the failure analysis and testing department received an executive processor board with a complaint that the board was replaced due to age. Performed visual inspection of the executive processor board per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the executive processor board into failure analysis and testing iabp cardiosave test fixture. Performed and tested the executive processor board in accordance with procedure and the cardiosave service manual. Found that all functions were normal. Retaining the executive processor board in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming low helium and the screen isn't responding.